Manufacturer narrative:
As sample from the patients was not available for further investigation, the investigation did not identify a product problem. The cause of the event could not be determined. Based on the calibration data, a general reagent issue was not suspected.

Manufacturer narrative:
Clarification was received that sample 1 was from the same patient as documented as "patient 1" on MDR 1823260-2021-02198. Sample 2 was from a new patient. Sample 3 was from the same patient as documented as "patient 2" on MDR 1823260-2021-02198.

Manufacturer narrative:
As no sample material was available, further investigation was not possible. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing. (B)(6).

Event description:
There was an allegation of questionable pth elecsys cobas results for two patients from cobas 8000 serial number (B)(4) and interference by macromolecules was suspected. Patient samples with pth results differing from the previous results were treated with polyethylene glycol (peg). Samples were sent to two different laboratories, one using chemiluminescence (centaur - siemens) and the other using a cobas e602 analyzer. The chemiluminescence result was similar to the peg treatment result and the cobas e602 result was similar to the initial questioned result. The patients had no clinical conditions to justify the difference in the results. On an unknown date, patient 1 result was 165.0 pg/ml and result with peg treatment was 32.5 pg/ml. On (B)(6) 2021, patient 2 result was 438.0 pg/ml and the result with peg treatment was 19.7 pg/ml. The result from the centaur - siemens was 16.0 pg/ml. The questionable results were reported outside of the laboratory.

Manufacturer narrative:
Data was provided for three additional patient samples with questionable pth elecsys cobas results tested on 20-sep-2021. Interference by macromolecules was suspected. It was unknown if these samples were from the same patients as originally reported or from new patients. Clarification has been requested but has not been provided. Sample 1: the initial result was 215 pg/ml. The result after peg treatment was 50.4 pg/ml. The pth1-84 result untreated was 79.5 pg/ml. The pth1-84 result using eclia method in another laboratory was 79 pg/ml. Sample 2: the initial result was 1011 pg/ml. The result after peg treatment was 28.2 pg/ml. The pth1-84 result untreated was 38.1 pg/ml. The pth1-84 result using eclia method in another laboratory was 38 pg/ml. Sample 3: the initial result was 216 pg/ml. The result after peg treatment was 22.4 pg/ml. The pth1-84 result untreated was 20.9 pg/ml. The pth1-84 result using eclia method in another laboratory was 20 pg/ml. The questionable results were not reported outside of the laboratory.